Event description:
It was reported that during the procedure to treat a moderately calcified, 90% restenosed lesion in an arteriovenous shunt in an unspecified vessel, a 6mm x 40mm x 50cm fox cross balloon dilatation catheter (bdc) was advanced to the lesion without resistance. The balloon was inflated twice to 8 atmospheres (atm). During the 3rd inflation, the balloon ruptured at 6 atm. The bdc was withdrawn from the anatomy without resistance and dilatation was completed using an unspecified device. There were no adverse patient effect and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was not confirmed; however, a tear in the shaft was noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the corrective action tracking system database for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Based on the information reviewed, there is no indication of a product deficiency.